Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported that immediately after impella explant, a transesophageal echocardiography revealed mild aortic regurgitation. Additionally, blood pressure during extracorporeal circulation was very low. Aortic valve replacement using a bioprosthetic valve was performed due to the patient's aortic regurgitation which was expected to worsen after the lvad transplant which the patient was undergoing. Observation of the patient's aortic valve after replacement surgery revealed damage that was not inflammatory and suggested that it was caused by mechanical damage from impella. No further information was provided.